Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event and hypoglycaemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: ap3a.240905.015.a2.s936usqs4aye3 hardware: sm-s936u cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had received treatment form a healthcare professional for hypoglycaemia on (B)(6)2025. The omnipod 5 system reportedly went into manual mode and delivered manually programmed basal rates due to connection issues with the continuous glucose monitor. Symptoms reported include feeling faint and dizziness resulting in the patient's friend calling emergency services. The patient was treated with three bags of intravenous glucose. The patient went home the same day.